Event description:
Reported value for po2 was incorrect due to an air bubble in the measuring chamber adjacent to the ph sensor. The medical practitioner realized that the value was incorrect and ran another sample.